Manufacturer narrative:
The device records 40 log entries between the 12th february 2008 and the 9th april 2011, some of which are of ten minutes duration. The returned pad-pak was inserted into the device and the device failed to power on, no status indicator was visible. This would confirm the reported fault. Investigation found the reported fault can be attributed to membrane failure resulting in multiple manual power ups of mainly ten minutes duration, this would have led to premature depletion of the pad-pak. The ten minute time outs would suggest a failing membrane. The returned pad-pak was found to be depleted beyond use. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device has no status indicator with a good pad-pak.